Event description:
The facility representative reported a flogard infusion pump with an "adjuster" issue. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury or medical intervention related to this device. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of an "adjuster" issue was confirmed during service evaluation and found to be related to the pole clamp. The assignable cause was "sloppy threading" on the pole clamp body. The pole clamp body, shaft, and cushion was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.